Event description:
The report from the field indicated that the cypher stent balloon would not deflate easily. The guide was sucked into the artery upon removal. There wa s no injury to the patient. The product has been returned for evaluataion, the results of which are pending.